Event description:
It was reported in a service report a cot dropped with a pt onboard during unloading. No adverse consequences reported.

Manufacturer narrative:
The cot was examined and found to be performing to spec. The customer was advised again on proper cot operation procedures in accordance with the operations manual.